Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed symptoms. The cause of the reported issue was determined to be due to a failure of an internal hlc battery, designator bt1 from the analog pcb assembly. The bt1 battery would not take or hold a power charge.

Event description:
The customer initially reported that their device was showing its attention indicator. After an evaluation of the device by physio-control, it was observed that an internal hlc battery would no longer take, or hold a charge and as a result, the device could not remain powered on. There was no report of any patient use associated with the reported issue.